Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02634.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), non-penumbra coils, and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted six coils in the target location. After advancing a smart coil into the target location, the handle failed to detach the smart coil after three attempts. The physician also attempted to detach the smart coil manually by hand and by cutting the pusher assembly using pean forceps, but was unsuccessful. The physician then decided to remove the smart coil. After removal of the pusher assembly of the smart coil from the hub of the microcatheter, the physician noticed that the smart coil had detached around the hub of the microcatheter. Therefore, the smart coil was removed from the microcatheter. The procedure was completed at this point since the aneurysm was sufficiently packed. There was no report of an adverse effect to the patient.